Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, it was found the probe is giving an image with vertical lines on the left side of the image. The root cause of the failure is likely due to an internal probe failure.

Event description:
During evaluation of the returned device, found the probe is giving an image with vertical lines on the left side of the image.